Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("there is an embedded portion of the essure wire (right fallopian tube)"), device breakage ("additionally with in the same container are three separate segments of curled silent wire consistent with an essure device"), pelvic pain ("chronic and severe pelvic pain / pain") and crohn's disease ("crohn¿s disease") in a 31-year-old female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (B)(6) 1997, miscarriage, abdominoplasty, appendectomy, cesarean section and cholecystectomy. Previously administered products included for an unreported indication: prilosec and omeprazole. Concurrent conditions included overweight, drug allergy, nausea, loose stools, anesthesia, benign essential hypertension, alanine aminotransferase increased, hemoglobin increased and gerd. Family history included cancer (paternal grand mother, paternal uncle) and hypertension (mother, father, maternal grandfather, maternal grand mother.). Concomitant products included adalimumab (humira) since 2016 for crohn's disease, metoprolol since 2010 for hypertension as well as glyceryl trinitrate (nitroglycerin) since 2010, hydrochlorothiazide since 2010, ibuprofen since june 2016 and ketorolac tromethamine (toradol). On (B)(6).-2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant) and inflammation ("severe inflammation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain - on off daily"). The patient was treated with surgery (underwent bilateral salpingectomy).essure was removed on (B)(6). 2016. At the time of the report, the embedded device and device breakage outcome was unknown and the pelvic pain, crohn's disease, inflammation and abdominal pain had not resolved. The reporter considered abdominal pain, crohn's disease, device breakage, embedded device, inflammation and pelvic pain to be related to essure. The reporter commented: current weight: 215 lbs mr- the essure device was inserted into each ostia 'thou difficulty. There as one coil trailing rom each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6). -2016 : addendum: CT scan : the CT scan clearly demonstrates the bilateral wiren in the fallopian tubes. These appear to be oriented normally. (B)(6). 2016 : us pelvis transvag non ob : findings: the uterus measures 12.1 x 5.7 x 6.6 cm. Transvaginal imaging was performed to better evaluate its contents. There is a 7.3 x 1.5 cm fibroid within the posterior uterine body. Endometrial thickness is 18mm. Impression: slightly thickened endometrium, 2.3 x 1.5 cm posterior uterine body fibroid, ovaries not seen. (B)(6). -2016 : surgical pathology report : diagnosis: left fallopian tube, salpingectomy: -segment of fallopian tube, full cross section seen, gross findings consistent with essure device. Right fallopian tube, salpingectomy: -benign para tubal cysts. Segment of fallopian tube, full cross section seen, gross findings consistent with essure device. Gross description - received in formalin labeled with the patient¿s name and ¿left tube and essure¿ is a continuous segment of fimbriated fallopian tube measuring 6.0 cm in length and 0.6 cm in diameter. Sectioning revouls a discernible lumen with no mass or lesion noted grossly. Also received in separately within the same container is a partially curled segment of stent wire consistent with an essure device measuring 15.0 cm in length and up to 0.3 cm in diameter. The device lacks soft tissue or identifying inscription. Representative sections of the fallopian tube only are submitted in cassette ai. Received in formalin labeled with the patient¿s name and ¿right tube and essure¿ is a continuous segment of fimbriated fallopian tube measuring 6.5 cm in length and 1.0 cm in diameter displaying a red-brown cut surface and numerous they¿re fluid filled cystic structures at the fimbria measuring up to 0.4 cm in greatest dimension. The cysts are filled with clear serous fluid and papillary excrescences are not noted. Sectioning the fallopian tube reveals a discernible lumen with no discrete mass or lesion noted. There is an embedded portion of the essure wire at the proximal end measuring 0.4 cm in length and 0.2 cm in diameter. Additionally with in the same container are three separate segments of curled silent wire consistent with an ensure device ranging from 0.5 cm up to 5.5cm in length and 0.1 cm .in diameter. Identifying inscription or adherent soft tissues are not present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: inflammation(confirming small intestines are inflamed ), crohn's disease, abdominal pain, investigation noncompliance" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device, device breakage" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). -2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 19-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic and severe pelvic pain followed by a surgery to implant removal around 6 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("there is an embedded portion of the essure wire (right fallopian tube)"), device breakage ("additionally with in the same container are three separate segments of curled silent wire consistent with an essure device"), pelvic pain ("chronic and severe pelvic pain / pain") and crohn's disease ("crohn¿s disease") in a (B)(6) year-old female patient who had essure (batch no. 20179187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1997, (B)(6) 2003, (B)(6) 2007 and (B)(6) 1997)), miscarriage, abdominoplasty, appendectomy, cesarean section and cholecystectomy. Previously administered products included for an unreported indication: prilosec and omeprazole. Concurrent conditions included overweight, drug allergy, nausea, loose stools, anesthesia, benign essential hypertension, alanine aminotransferase increased, hemoglobin increased and gerd. Family history included cancer (paternal grand mother, paternal uncle) and hypertension (mother, father, maternal grandfather, maternal grand mother.). Concomitant products included adalimumab (humira) since 2016 for crohn's disease, metoprolol since 2010 for hypertension as well as glyceryl trinitrate (nitroglycerin) since 2010, hydrochlorothiazide since 2010, ibuprofen since (B)(6) 2016 and ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant) and inflammation ("severe inflammation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain - on off daily"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and device breakage outcome was unknown and the pelvic pain, crohn's disease, inflammation and abdominal pain had not resolved. The reporter considered abdominal pain, crohn's disease, device breakage, embedded device, inflammation and pelvic pain to be related to essure. The reporter commented: current weight: (B)(6) lbs. Mr- the essure device was inserted into each ostia 'thou difficulty. There as one coil trailing rom each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6) 2016 : addendum: CT scan : the CT scan clearly demonstrates the bilateral wiren in the fallopian tubes. These appear to be oriented normally. (B)(6) 2016 : us pelvis transvag non ob : findings: the uterus measures 12.1 x 5.7 x 6.6 cm. Transvaginal imaging was performed to better evaluate its contents. There is a 7.3 x 1.5 cm fibroid within the posterior uterine body. Endometrial thickness is 18mm. Impression: slightly thickened endometrium, 2.3 x 1.5 cm posterior uterine body fibroid, ovaries not seen. (B)(6) 2016 : surgical pathology report : diagnosis: left fallopian tube, salpingectomy: -segment of fallopian tube, full cross section seen, gross findings consistent with essure device. Right fallopian tube, salpingectomy: -benign para tubal cysts. Segment of fallopian tube, full cross section seen, gross findings consistent with essure device. Gross description - received in formalin labeled with the patient¿s name and ¿left tube and essure¿ is a continuous segment of fimbriated fallopian tube measuring 6.0 cm in length and 0.6 cm in diameter. Sectioning revouls a discernible lumen with no mass or lesion noted grossly. Also received in separately within the same container is a partially curled segment of stent wire consistent with an essure device measuring 15.0 cm in length and up to 0.3 cm in diameter. The device lacks soft tissue or identifying inscription. Representative sections of the fallopian tube only are submitted in cassette ai. Received in formalin labeled with the patient¿s name and ¿right tube and essure¿ is a continuous segment of fimbriated fallopian tube measuring 6.5 cm in length and 1.0 cm in diameter displaying a red-brown cut surface and numerous they¿re fluid filled cystic structures at the fimbria measuring up to 0.4 cm in greatest dimension. The cysts are filled with clear serous fluid and papillary excrescences are not noted. Sectioning the fallopian tube reveals a discernible lumen with no discrete mass or lesion noted. There is an embedded portion of the essure wire at the proximal end measuring 0.4 cm in length and 0.2 cm in diameter. Additionally with in the same container are three separate segments of curled silent wire consistent with an ensure device ranging from 0.5 cm up to 5.5cm in length and 0.1 cm .in diameter. Identifying inscription or adherent soft tissues are not present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: inflammation(confirming small intestines are inflamed ), crohn's disease, abdominal pain, investigation noncompliance" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device, device breakage" most recent follow-up information incorporated above includes: on 2-feb-2018: events- "severe inflammation, crohn¿s disease, severe abdominal pain - on off daily, did not undergo an essure confirmation test", lot number, reporter, concomittant drug, historical condition, patient information added from pfs. Events- "there is an embedded portion of the essure wire (right fallopian tube), additionally with in the same container are three separate segments of curled silent wire consistent with an essure device", historical condition, lab data, concomittant conndition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who received essure for sterilization. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic and severe pelvic pain followed by a surgery to implant removal around 6 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.